Manufacturer narrative:
Lot 15067213: (B)(4). Concomitant medical products: the patient¿s medications include; synthroid, lisinopril, toprol xl, hydralazine, aspirin, alprazolam, and rosuvastatin. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. It was reported the trunk-ipsilateral leg component was advanced into position just below the right renal artery (lowest renal artery) without issue, and the device was deployed down to the contralateral gate. Reportedly, the physician experienced difficulty when attempting to cannulate the contralateral gate due to the patient¿s long proximal aortic neck and unusually large aneurysm (measurements not available). According to the report, the physician aggressively rotated the device in an attempt to reposition the gate for cannulation, however, the contralateral leg component would only partially advance into the gate. When rotation of the gate proved unsuccessful, the physician elected to move the device distally, 3-4 cm below the renal arteries, and into the aneurysmal sac. It was reported the gate was successfully cannulated and the contralateral limb fully deployed. An attempt made to re-advance the trunk to its previous position just below the right renal artery. The physician was reportedly able to re-advance the device to a position ~7 mm below right renal artery, however, further proximal advancement was not possible. Two additional aortic extender components were implanted for proximal extension. According to the report, during touch-up ballooning, the most proximal aortic extender component (pla230300), moved proximally (distance unknown) of its intended position and unintentionally covered the right renal artery. Multiple attempts were made to move the device distally, however, these proved unsuccessful. Reportedly, the physician elected to conclude the procedure and no additional procedures were performed to reperfusion the right renal artery. Final angiography showed exclusion of the aneurysm, good perfusion of the left renal artery and kidney. The procedure concluded with no further complications, and the patient tolerated the procedure.